Manufacturer narrative:
The reported event is confirmed - manufacturing related. Received two (2) photo samples. Both photo samples showcase an overview of a 3-way temp sensing catheter with cut portion of inlet tubing. A potential root cause for this failure could be punch depth too large. Based on this information and the risk is medium. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required because labeling could not have prevented the reported failure. Corrections: d, e h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that during pre-test, when the sterile water was injected, the cuff did not inflate and the water leaked from the drainage eye. It was a possible lumen-to-lumen. There was no abnormality with the balloon, and they confirmed leakage from the drainage eye.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-test, when the sterile water was injected, the cuff did not inflate and the water leaked from the drainage eye. It was a possible lumen-to-lumen. There was no abnormality with the balloon, and they confirmed leakage from the drainage eye.